Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse reported once allowed to charge via ac, the device returned functionality and passed service testing. The fse completed preventive maintenance (pm) servicing. The device was operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6) hospital. Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from customer biomed, reporting a backup battery failure alarm on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and advised the be the internal battery needs to be replaced every 5 years. The be confirmed that the battery needs to be replaced and there are no errors in the significant event logs. The supplies team emailed a proposal for the battery to the customer directly.